Manufacturer narrative:
The caller related that the rear wheels on the chair have big chunks of rubber missing from them, the wheel locks get caught where the pieces are missing on the wheels and the chair slips. The user manual part # 1110550 page 29 states: inspect/adjust weekly ensure that the wheel locks prevent the wheelchair from moving when engaged. Inspect tires for flat spots and wear. Should additional information become available, a supplemental record will be filed.

Event description:
The patient was trying to self-transfer from her bed to the wheelchair and did not have the breaks locked properly. The wheelchair moved during the transfer and the patient fell to the floor fracturing her femur, requiring surgery.